Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via dhl inside its original packaging and jar filled with clear solution. All leaflets were flexible and intact (figures 2-4). Bloody tissue noted on the leaflets. Coaptation: all leaflets were in the closed position with a small gap between leaflets 1 and 3. Remnant bloody tissue noted on all commissures. All commissures appeared intact. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. At this point, the valve was recaptured and retracted; no anomalies were noted. The reported outflow crown misalignment at recapture could not be verified in the analysis. The valve was fully deployed; no anomalies were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the valve was deployed to 80%, the position was too high and the valve was fully recaptured. On full recapture, the valve's outflow crowns appeared misaligned. The valve was subsequently withdrawn from the patient and a new valve and delivery catheter system (dcs) were successfully used for implant. No misload was identified prior to the valve implant. No adverse patient effects were reported.